Event description:
The customer reported to baxter (B)(4) an interlink system solution set in which it was difficult to fill the drip chamber. According to the report, after the nurse had inserted the spike into a bag containing albumin, it was impossible to fill the drip chamber. The nurse used another set (different lot number) and it worked perfectly. The process step is prior to product use on patient; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample and 51 unused companion samples were submitted for evaluation. Each set was functionally tested by priming the set per label copy directions and no defects were found. Since the condition could not be confirmed, the root cause of this condition could not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.